Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff and balloon due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
B5 corrected.